Manufacturer narrative:
Analysis found the unit was unable to prime and had a motor error alarm due to cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 345mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime alarm test and alarmed motor error during basic occlusion test; the problem was isolated to the force sensor resistor. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, scratched display window and cracked case near display window corners noted during our visual inspection.